Event description:
It was reported that during a gastric bypass procedure, the stapler failed to retract the blade after shooting, and it was necessary to return using the reverse button. Tested again and the defect persisted, being requested to change the device. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photographic evaluation: this is an analysis for five photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows data on a paper from top view. The second photo shows some surgical instruments and a device echelonflex 45 mm from top view, with the battery pack loaded, the closing trigger and anvil in opened position and no reload present. The third photo shows a package from top view, code pse45a. The fourth and fifth photos shows a tyvek from top view with a label, code pse45a lot: v95n8l. (Exp. Date: 2024- 07 - 31). Based on the pictures provided the event described could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photographic evaluation: this is an analysis for five photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows data on a paper from top view. The second photo shows some surgical instruments and a device echelonflex 45 mm from top view, with the battery pack loaded, the closing trigger and anvil in opened position and no reload present. The third photo shows a package from top view, code pse45a. The fourth and fifth photos shows a tyvek from top view with a label, code pse45a lot: v95n8l. (Exp. Date: 2024- 07 - 31). Based on the pictures provided the event described could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastric bypass procedure, the stapler failed to retract the blade after shooting, and it was necessary to return using the reverse button. Tested again and the defect persisted, being requested to change the device. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2022. D4: batch # 420a69. Investigation summary: photos along with the device was returned to ethicon endo-surgery for evaluation. This is an analysis for five photos submitted. During the visual analysis of the five photos, the following was observed: the first photo shows data on a paper from top view. The second photo shows some surgical instruments and a device echelon flex 45 mm from top view, with the battery pack loaded, the closing trigger and anvil in opened position and no reload present. The third photo shows a package from top view, code pse45a. The fourth and fifth photos shows a tyvek from top view with a label, code pse45a lot: v95n8l. (Exp. Date: 2024- 07 - 31). Based on the pictures provided the event described could not be confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.